Event description:
The patient reported that her catheter disconnected from the pump and that her pump moves around in the pocket. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.